Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot & software seized up just as we finished reaming. Used brake release to get arm out of wound. Screen frozen, performed soft reboot. Went to start up screen to select tha application & software froze again. Did hard shut down and rehomed. Did arm status check & went back into plan. Impacted cup but reaming depth was not retained. Cup final seating was done with secondary impactor. Leg length was calculated by surgeon feel. Delay: ~10 minutes tha 3.111. Update: per (B)(4), because the distance remaining reaming data was lost, when the mps and surgeon tried to capture the depth of the cup implant, the system would not produce the number because it did not retain the distance remaining information from the reamer after shutdown. The surgeon put the patient's legs together and felt the patellar with his fingers to give him an idea of the leg length when compared to the other length. The robot was not used to complete the case. The surgeon converted to manual.

Manufacturer narrative:
Reported event: an event regarding a software freeze involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 499 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding software and camera connection error. There were only 8 other reported events ((B)(4)). Conclusion: all system accuracy checks passed. The system froze because there was a camera communication issue that caused the application to freeze. Due to this issue, the system became unstable and crisis was unable to read information from the resource manager. Hence, an inter-process communication error was triggered. Due to the burrlist not being logged, the depth remaining was not available during the case.

Event description:
Robot & software seized up just as we finished reaming. Used brake release to get arm out of wound. Screen frozen, performed soft reboot. Went to start up screen to select tha application & software froze again. Did hard shut down and rehomed. Did arm status check & went back into plan. Impacted cup but reaming depth was not retained. Cup final seating was done with secondary impactor. Leg length was calculated by surgeon feel. Delay: ~10 minutes tha 3.111. Update: per (B)(6), because the distance remaining reaming data was lost, when the mps and surgeon tried to capture the depth of the cup implant, the system would not produce the number because it did not retain the distance remaining information from the reamer after shutdown. The surgeon put the patient's legs together and felt the patellar with his fingers to give him an idea of the leg length when compared to the other length. The robot was not used to complete the case. The surgeon converted to manual.